Manufacturer narrative:
No lot number is available. Obs this case is from 2023. Exp. Date exp 2025-01- 31 it is not possible to perform a comprehensive evaluation of the event based on the available information. A patient underwent cervical spine disc surgery and had serious complications. It is stated that the cause of the complication was identified by the epidural use of surgiflo, resulting in tissue swelling and pressure symptoms. The indication for use in the epidural space is not mentioned in the information received. Since the cause of the complication was identified as "tissue swelling and pressure symptoms" it appears that surgiflo was left in the patient and not removed after hemostasis was achieved (off label use). As stated in the IFU as warnings, surgiflo may swell causing compression of other nearby anatomic structures when used in confined areas. Bleeding can also result in pressure symptoms as the spine is a confined area. Bleeding after surgery is a known risk in all surgeries. The lot number provided is not recognized. The follow-up information received is a copy of the medical notes describing the procedures performed during the operation. These notes appear to confirm that surgiflo was not removed after hemostasis was achieved (off label use). Thus, the initial evaluation remains. The follow-up information received states that the surgeon believes that that event was caused by surgiflo. The index surgery and indication for use was cervical disk hernia. The surgeon also mentioned that this has been observed previously over the years. This information is captured in qms as a new case. Based on the available information the initial evaluation remains.

Event description:
Event description: I had a cervical spine disc surgery [date removed] [hospital name removed]. The surgeries were performed using the surgiflo haemostatic matrix kit with thorombin, lot [removed] (exp 2025-01-31), manufactured by ethicon, inc. (Johnson & johnson group), distribution label "distributed by ehticon, inc.". The next day after the surgery, I had to go to [name removed] hospital emergency room due to a large amount of fluid and blood in the neck area. I had surgery again and then I was in neurointensive care for five (5) days. The cause of the complication was identified by the epidural use of surgiflo, resulting in tissue swelling and pressure symptoms. No product is available for evaluation. Lot number: 52770358 (unknown format). Exp date: exp 2025-01- 31. Procedure date: 09/28/2023. Event date: 09/29/2023. Please note the event is from 2023. Follow-up information was received 24.12.2025 stating. Medical records operation nag40 acdf c4-5-6. Back position. Opening the skin fold to the right neck. Sharply through the platysma, bluntly preparing the medial side of the muscle into the deep fascia. Palpable karotis laterally. Langenbeck's hat. Ccr distributor. Check the cuffinine pressure. A screw according to anatomical landmarks on the c5 vertebrae. Check through. Screw the c6 vertebrae. Light distraction. Diskekicks with a knife, a pull-out, a kerrison. Caspar's rasp-boned endboards are exposed. Get the microscope on. Pll penetrated with a hook. At the epidural level, central decompression, thick pll, no ligament penetrating prochild mass is present. Good decompression. Surgiflo epidural. Settles well. A 5x16mm peek implant. Distraction fields of vision. Implant in a seated state. I'm gonna move the screw from c6 to the c4 vertebra and rearrange the ccr. With the same technique, discectomy, and ligament penetration, and here on the left, then a fairly clear large prolapse in the image, which I pull out in one piece with the pull-out; from the left root canal, the lax leak behind the prolapse, which also settles well with surgiflo. A 5x16 mm implant in the vertebral interval, firmly after implant distraction. Screws off and surgicel tamponade in the holes. Microsurgical haemostasis. No bleeding. Surgiflota a little and thin surgicel upholstery surfaces. Vicryl knops inverted to subcutaneous and intracutaneous melting monocryl. Follow-up information was received on 14.01.2026 stating: what was the indication for using the product? Cervical disk hernia. - can specific patient bmi; patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates of study drugs be provided? No none reported; patient is a healthy young professional athelete - what is the surgeon's opinion as to the relationship of the product to the symptoms? It is most likely caused by a reaction to the product and we have observed several such cases in hus neurosurgery over the years (I don't have more information on that) - what is the current condition of the patient? I don't have that information.

Event description:
Event description: I had a cervical spine disc surgery [date removed] [hospital name removed]. The surgeries were performed using the surgiflo haemostatic matrix kit with thorombin, lot [removed] (exp 2025-01-31), manufactured by ethicon, inc. (Johnson & johnson group), distribution label "distributed by ehticon, inc.". The next day after the surgery, I had to go to [name removed] hospital emergency room due to a large amount of fluid and blood in the neck area. I had surgery again and then I was in neurointensive care for five (5) days. The cause of the complication was identified by the epidural use of surgiflo, resulting in tissue swelling and pressure symptoms. No product is available for evaluation. Lot number: 52770358 (unknown format) exp date: exp 2025-01- 31. Procedure date: (B)(6) 2023 event date : 09/29/2023. Please note the event is from 2023. Follow-up information was received 24.12.2025 stating; medical records operation nag40 acdf c4-5-6 back position. Opening the skin fold to the right neck. Sharply through the platysma, bluntly preparing the medial side of the muscle into the deep fascia. Palpable karotis laterally. Langenbeck's hat. Ccr distributor. Check the cuffinine pressure. A screw according to anatomical landmarks on the c5 vertebrae. Check through. Screw the c6 vertebrae. Light distraction. Diskekicks with a knife, a pull-out, a kerrison. Caspar's rasp-boned endboards are exposed. Get the microscope on. Pll penetrated with a hook. At the epidural level, central decompression, thick pll, no ligament penetrating prochild mass is present. Good decompression. Surgiflo epidural. Settles well. A 5x16mm peek implant. Distraction fields of vision. Implant in a seated state. I'm gonna move the screw from c6 to the c4 vertebra and rearrange the ccr. With the same technique, discectomy, and ligament penetration, and here on the left, then a fairly clear large prolapse in the image, which I pull out in one piece with the pull-out; from the left root canal, the lax leak behind the prolapse, which also settles well with surgiflo. A 5x16 mm implant in the vertebral interval, firmly after implant distraction. Screws off and surgicel tamponade in the holes. Microsurgical haemostasis. No bleeding. Surgiflota a little and thin surgicel upholstery surfaces. Vicryl knops inverted to subcutaneous and intracutaneous melting monocryl.

Manufacturer narrative:
No lot number is available. Obs this case is from 2023. Exp. Date exp 2025-01- 31 it is not possible to perform a comprehensive evaluation of the event based on the available information. A patient underwent cervical spine disc surgery and had serious complications. It is stated that the cause of the complication was identified by the epidural use of surgiflo, resulting in tissue swelling and pressure symptoms. The indication for use in the epidural space is not mentioned in the information received. Since the cause of the complication was identified as "tissue swelling and pressure symptoms" it appears that surgiflo was left in the patient and not removed after hemostasis was achieved (off label use). As stated in the IFU as warnings, surgiflo may swell causing compression of other nearby anatomic structures when used in confined areas. Bleeding can also result in pressure symptoms as the spine is a confined area. Bleeding after surgery is a known risk in all surgeries. The lot number provided is not recognized. The follow-up information received is a copy of the medical notes describing the procedures performed during the operation. These notes appear to confirm that surgiflo was not removed after hemostasis was achieved (off label use). Thus, the initial evaluation remains.

Event description:
Event description: I had a cervical spine disc surgery [date removed] [hospital name removed]. The surgeries were performed using the surgiflo haemostatic matrix kit with thorombin, lot [removed] (exp 2025-01-31), manufactured by ethicon, inc. (Johnson & johnson group), distribution label "distributed by ehticon, inc.". The next day after the surgery, I had to go to [name removed] hospital emergency room due to a large amount of fluid and blood in the neck area. I had surgery again and then I was in neurointensive care for five (5) days. The cause of the complication was identified by the epidural use of surgiflo, resulting in tissue swelling and pressure symptoms. No product is available for evaluation. Lot number: 52770358 (unknown format) exp date: exp 2025-01- 31. Procedure date: (B)(6) 2023 event date: 09/29/2023. Please note the event is from 2023.

Manufacturer narrative:
No lot number is available. Obs this case is from 2023. Exp. Date exp 2025-01- 31. It is not possible to perform a comprehensive evaluation of the event based on the available information. A patient underwent cervical spine disc surgery and had serious complications. It is stated that the cause of the complication was identified by the epidural use of surgiflo, resulting in tissue swelling and pressure symptoms. The indication for use in the epidural space is not mentioned in the information received. Since the cause of the complication was identified as "tissue swelling and pressure symptoms" it appears that surgiflo was left in the patient and not removed after hemostasis was achieved (off label use). As stated in the IFU as warnings, surgiflo may swell causing compression of other nearby anatomic structures when used in confined areas. Bleeding can also result in pressure symptoms as the spine is a confined area. Bleeding after surgery is a known risk in all surgeries. The lot number provided is not recognized.